Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that the customer almost died in the hospital. The information received on (B)(6) 2019 stated that the customer was going to sue medtronic or proceed with a legal action. The insulin pump will not be returned for analysis.